Event description:
A caller reported that the cartridge leaked insulin and experienced the issue twice in one day. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the blood glucose level. The location of the leak was identified at the o-ring and fill port, and the caller was able to change the cartridge and successfully resume insulin therapy with support from technical support, which authorized the return and replacement of the cartridge.